Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch select simple meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2015. The reporter informed the csr that the patient manages her diabetes with insulin (unknown type; self-adjuster) and claimed the patient did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The reporter stated that 10 days after the alleged issue began, the patient developed symptoms of feeling "shaky, short of breath, sweaty and had pain in her legs". The reporter claimed the patient attended the doctor's office in response to the symptoms where she was treated with food and/or drink. The reporter claimed a blood glucose reading was taken with the doctor's meter at the time of the visit and a result of "45 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing and based on the information provided, the battery did not need replacing. The csr noted the alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged power issue began.